Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, before going to school, the patient inserted a new sensor and assumed that the sensor was working normally, it was in the warmup period. Around 8:00am, the patient started vomiting and experienced exhaustion. The cgm displayed an error message that read "sensor failure, start your sensor now". The school nurse took a bg reading which was around 400 mg/dl. Around 9:30am, the school called an ambulance and the patient was taken to the hospital. The paramedics, didn't provide any first aid aside from checking her vitals on the ambulance. The patient was admitted to the intensive care unit (ICU) and the doctor provided IV fluids and insulin. At the time of the report the patient was still hospitalized but feeling better. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.